Event description:
It was reported that the user experienced delayed cgm readings during a rapid blood glucose decline while using ilet with a dexcom g7, with only two readings over thirty minutes; the user felt low, treated with oral glucose before alarms, and later received low, urgent low soon, and glucose falling quickly alerts as glucose reached 60 and then trended upward; troubleshooting and education were completed, and the user was advised to discuss the 15-day g7 and pump target range with their clinician. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included review of device performance and user-reported signal loss without identification of a responsible device. Investigation of this case revealed hypoglycemia concurrent with cgm signal loss and delayed alerts, with no evidence of injury. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
Initial.